Manufacturer narrative:
E1 initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified artery. A 15mmx3.75mm wolverine coronary cutting balloon was selected for use. During the procedure, upon first inflation, it was noted that the balloon ruptured at 2 atmospheric pressures. The device was removed using the normal method without any problem. The procedure was completed with another of same device. No complications were reported, and the patient condition was good post procedure.